Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultralink meter displayed an "error 5" message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 at 10am. It is not known how the patient manages his diabetes or if changes were made to his usual management routine. Immediately prior to the start of the alleged issue, the reporter claims the patient had a symptom of blurry vision. The reporter denied the patient received medical treatment. The alleged issue was not resolved at the time of troubleshooting. Based on the information provided, there is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. There was no indication that the patient's symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the alleged "error 5" message remained unresolved.